Event description:
Health care professional reports: protime system inr results lower than reference lab. On (B)(6)2010:protime inr 1.6 vs reference lab inr 5.6. Therapeutic range: 2.0-3.0. No adverse event reported.

Manufacturer narrative:
(B)(4). Complaint assessed to be reportable.